Manufacturer narrative:
Patient weight not available from the site. A manufacturer representative went to the site to test the imaging system. Upon system checkout, the tracker visibility and connection was checked. No problem was found. System checkout was complete. The system was functioning normally. Device manufacturing date, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used intra-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the navigation system would not see the led trackers (trackers flickering in tracking view) on the site imaging system. Multiple navigation systems were used and none would see the trackers. Rebooting the imaging system did not fix the issue. Additional information was received stating that the imaging system side trackers were flickering in the tracker view of the navigation system. Both systems were rebooted. The navigation system camera was re-positioned. The side trackers still flickered. The navigation system was seeing the reference frame with no issues. Another navigation system had the same issue. It was unsure whether it was the left or the right side tracker. The issue extended the surgical time by 25 minutes. The use of medtronic imaging was aborted. There was no impact on patient outcome.